Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker upgrade procedure. It was noted that the patient's right atrial (ra) lead had a known high capture threshold measurement. The lead was explanted and replaced during the procedure. The patient was in stable condition.